Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 5076 implantable pacing lead (B)(6) 2004; 4196 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular (rv) pace/sense impedance was bouncing up and down. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.